Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a lack of rigidity the patient had his inflatable penile prosthesis lgx(ipp) removed and replaced inflatable penile prosthesis cx. The ipp lgx was explanted and a new ipp cx consisting of a 21cmx12mm cylinders and pump. It was explained that that ipp lgx was working correctly. The patient is doing well after this surgery.